Event description:
Physician went against printed contraindication instructions for pre-existing patients conditions. The pie procedure should not be used with any patient with a pre-existing condition, i.e.. Recent colon surgery. The avoidable results were a small fissure, was created in rectal area where the surgery had been previously performed. Physician has admitted that it was his mistake to use the pie procedure with this patient. The physician has also stated that the pie system did not dysfunction during this reported event. The pie bp is a FDA class ii product.